Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment on the pump door, catch posts, and top cover. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received cycle based tidal simulated treatment was initiated and completed without failures. The cycler weighed fill and drain volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, load cell verification check, and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover under the pump and behind the front panel. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of mrsa peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The culture resulted positive for mrsa. Staphylococcus aureus colonizes on human skin and hands and is one of the most common causes of pd related peritonitis. Although the cause of the peritonitis was not confirmed, this culture result suggests a breach in aseptic technique. Based on the available information and no allegation or evidence of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a peritoneal dialysis patient was diagnosed with peritonitis. The patient went to the emergency room (ER) on (B)(6) 2020 with complaints of abdominal pain. The ER ran tests and assessments; however, the nephrologist was never consulted, and the patient was discharged with no diagnosis. The pd clinic was not notified of the ER visit. On (B)(6) 2020 the patient was seen at the pd clinic due to increasing abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics in accordance with the clinic¿s peritonitis protocol. The patient was prescribed ip vancomycin (dose and frequency unknown) with the last dose to be administered on (B)(6) 2021. The pd effluent culture resulted positive for gram-positive bacteria methicillin-resistant staphylococcus aureus (mrsa) with a white cell count of 3,999 (unknown units). The patient showed improvement with symptoms and on (B)(6) 2021 the white cell count was 9 (unknown units). The cause of the peritonitis was not confirmed. There was no report of a cassette leak or other fresenius product issue related to the events. The patient¿s pd technique was reviewed and the pdrn did not find anything of concern.